Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The insulin pump has cracked case at the display window corners, reservoir tube, reservoir tube window, battery tube thread and minor scratched display window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 200 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.